Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2009. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a charge circuit timeout and that the device was at end of service (eos). It was noted that the patient had been lost to follow-up. The device was explanted and replaced. No patient complications have been reported as a result of this event.